Event description:
The customer received three consecutive blood glucose readings of 95mg/dl on the contour meter. He retested on a different meter and received a reading of over 200mg/dl. Depending on the actual reading of the other meter, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer ended the call before providing additional information. Product was not replaced.